Event description:
A diabetes educator reported that the customer was treated in the emergency room for low bgs. It was stated that the customer has been in the emergency room ten times in the last two months. Customer left the pump at the school and has not been able to locate the device. Customer was not available at the time of call and the educator refused to provide more information due to hippa regulations. The serial number of the pump is also unknown.